Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit on (B)(6) 2011, to treat stage 3 anterior prolapse. The procedure reportedly went well and as expected. The patient then presented with abdominal pain and difficulty urinating at a different hospital on (B)(6) 2011. She received a cat scan and on the same day, the patient was referred to another hospital, where a nephrostogram was performed (results unknown). The patient was referred back to the implanting physician, who reoperated vaginally (B)(6) 2011, releasing the patient's right-side sacrospinous mesh leg "a little." The patient reportedly had a nephrostomy tube, and was scheduled for another nephrostogram on (B)(6) 2011, to check if the contrast flow was normal. The implanting physician opines that the patient's complications are not a device problem, but procedurally-related and due to the angle of her mesh leg placement and the tightness of the legs. Specifically, the implanting physician believes that during the implantation procedure, she caught some connective tissue with the mesh leg when the leg was being thrown, and when the leg was being tightened, it caused the ureter to be pulled out of alignment, kinking it. The patient, who is over 18 years of age, is reportedly stable.

Manufacturer narrative:
(B)(6).